Event description:
During the procedure, (cerebral angiogram and pipeline embolization device treatment), the microwire end broke off in the microcatheter. According to staff, while the microcatheter was in the patient, the tip broke off, still connected. The md put up a snare, grabbed it and pulled everything up still attached. The angiogram post-procedure was good. Notes from the procedure: "access to the vascular system was gained in the usual way by a single-wall puncture of the right femoral artery; a 6 french shuttle sheath was introduced into the right femoral artery and guided over a wire to the descending thoracic aorta. Using fluoroscopic guidance, the 5 french merritt medical was used to select the left common carotid artery. The shuttle sheath was advanced over the vertebral catheter into the common carotid artery. Digital angiograms were performed of this vessel, centered over the neck and head. The vertebral catheter was removed. The navien guide catheter loaded with the microcatheter and microwire were passed to the shuttle sheath into the left internal carotid artery. The microcatheter was advanced to the left m1 segment middle cerebral artery. The pipeline device successfully deployed to cover the ostium of the aneurysm. Angiogram was performed confirming placement of the pipeline device...complications: none. Impression: successful pipeline embolization device placement across the ostium of the left internal carotid artery (ica) aneurysms.